Event description:
My husband uses the libre 3+ sensor to manage his diabetes. We had to replace one sensor early due to him getting incorrect low glucose readings. The current sensor he is using is also giving low glucose readings. When he double checks with his manual meter, his glucose level is higher than what the libre 3+ sensor is stating. We ran the serial numbers of the sensor that was replaced early the current sensor, and two additional sensors that have not been used yet to see if it's part of the current urgent medical device correction that was released by the FDA. The serial numbers are not part of the current urgent medical device correction. I do want these serial numbers to be reported in case the recall/device correction needs to be expanded. Sn for sensor removed early: (B)(6) sn and UDI of current sensor: (B)(6), (B)(4). Pt code: 4582. Device code: 2460. Ref report: mw5180112.